Manufacturer narrative:
The provided qc results gave no indication of a performance issue with the reagent or the instrument. The analyzer alarm history did not contain any conspicuous events. The field engineering specialist found damaged pinch valve tubing. He replaced the damaged tubing. He performed performance and precision testing with acceptable results. The customer ran successful qc testing. The investigation determined that the field engineering specialist service activities resolved the issue. No further issues have been reported following the service visit.

Event description:
The initial reporter complained of a questionable high elecsys troponin I stat immunoassay result for 1 patient tested on cobas e 411 immunoassay analyzer. The initial tni stat result from sample a was 2.60 ng/ml with a data flag. The initial tni stat result was reported outside of the laboratory. The initial result was questioned and a new patient sample, sample b, was collected and tested. Sample b was tested twice with both tni stat results of < 0.300 ng/ml with a data flag. Sample a was also retested resulting in a tni stat result of < 0.300 ng/ml with a data flag. The laboratory also tested both sample a and sample b on an I-stat instrument. The results for both samples were negative, specific values not provided. The tni stat reagent lot was 365747 with an expiration date of 30-nov-2019.